Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 350 mg/dl after 30 minute and was still at 314 mg.dl. The customer was assisted with troubleshooting. The customer delivered bolus and wait for half an hour, still not coming down. Customer had another set and reservoir and they got it to work and had the insulin delivered, customer stated it got blocked again. Customer stated that insulin pump rewound, not put the reservoir back in, load reservoir until it shows no reservoir detected, displacement passed customer stated that they did not alleging insulin pump for under delivery. Customer stated the tubing was not bent or kinked. Customer stated they have tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.